Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).

Event description:
It was reported that pt underwent primary hip procedure on an unk date. Periprosthetic fracture occurred in (B)(6) 2010, but to date, pt has not been revised. No further complications have been reported.